Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During preparation of the farawave catheter, the nurse purged the catheter and noticed that the irrigation port was broken. A fluid leak was detected at the junction between the catheter irrigation tube and the plastic support where the other irrigation tube is connected. The physician noted that the irrigation port appeared fragile and it was noted that the port would break with the application of some force. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was deemed to be lost.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Media review: a video was reviewed by a boston scientific quality engineer. From the provided video, it was possible to see damage to the flush port of the catheter. The reported event was confirmed from analysis of the images. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During preparation of the farawave catheter, the nurse purged the catheter and noticed that the irrigation port was broken. A fluid leak was detected at the junction between the catheter irrigation tube and the plastic support where the other irrigation tube is connected. The physician noted that the irrigation port appeared fragile and it was noted that the port would break with the application of some force. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was deemed to be lost.

Manufacturer narrative:
Upon device return and inspection, the strain relief was partially detached from the luer. Under microscope and with uv light, it was able to observe that there was separation between strain relief/luer. Media review: a video was reviewed by a boston scientific quality engineer. From the provided video, it was possible to see damage to the flush port of the catheter. The reported event was confirmed from analysis of the images. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During preparation of the farawave catheter, the nurse purged the catheter and noticed that the irrigation port was broken. A fluid leak was detected at the junction between the catheter irrigation tube and the plastic support where the other irrigation tube is connected. The physician noted that the irrigation port appeared fragile and it was noted that the port would break with the application of some force. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was deemed to be lost.